Event description:
It was reported that during procedure of the left va (vertebral artery). The vessel diameter was 3 mm, and the length of stenosis was 12 mm. After all preparations were in place and the subject balloon was used for dilation. After the subject balloon was delivered to the target site and inflated, the contrast agent leakage was observed on the imaging. The subject balloon was withdrawn and replaced it with a new balloon. This new balloon was successfully inflated for dilation. After deflation, it was observed that the stenosis site had basically returned to normal. Subsequently, the stent was implanted, and the procedure was successfully completed. No clinical consequences were reported to the patient due to this event.